Event description:
It was reported that the arctic sun device continuously received alarm 74. Alarm 74 was non-recoverable system error - secondary outlet water temperature sensor out of range ¿ low resistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t1 thermistor. The device was evaluated and the reported issue was confirmed as it was noted that when the unit was powered on an alarm 74 was displayed. The tank harness was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device continuously received alarm 74. Alarm 74 was non-recoverable system error - secondary outlet water temperature sensor out of range ¿ low resistance. Per follow up information received via email on 18jan2024. The issue was alarm 74 occurrence. The defective part was tank harness, the issue was resolved by replacing tank harness.